Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required a medical procedure, to remove a needle in their arm, that had detached from a pod while it was being worn. The pod was worn between (B)(6) 2026. The patient removed the pod on (B)(6) 2026 and experienced a sore, swollen and painful arm. The patient visited urgent care on (B)(6) 2026 and was given antibiotics. Patient reported that he was unable to visit a specialist on (B)(6) 2026, because their arm/abscess was too swollen. Patient stated that he received day surgery on (B)(6) 2026 from a hand and upper extremity specialist; they removed abscess but unsure if needle was removed. Patient stated that the health care professional found it difficult to tell in imaging, if the needle was still present or not. Patient returned the following day for an x-ray; and it was shared that needle was found present. Patient stated they went back to see healthcare professional almost daily for abscess drainage and follow up care. Duration of follow-up visits was not reported. Patient resumed pod use but reported being hesitant as they do not want to experience another needle detachment. Two events were created to capture this reported adverse event. Insulet reference number (B)(6) captures the initial visit to urgent care on (B)(6) 2026 and insulet reference number (B)(6) captures the procedure that was scheduled to remove the needle on (B)(6) 2026.